Event description:
A review of service data detected a reportable problem. During servicing, battery pack sn (B)(4) was unable to power up a monitor. The last patient to use this battery pack did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. Upon evaluation the battery pack was unable to recharge or power up a monitor. The cause for the battery failure was isolated to a blown fuse. The root cause of the blown fuse could not be positively identified. No adverse event resulted from the defective battery pack. The last patient to use this battery pack did not report any problems.